Event description:
A pt underwent laparoscopic cholecystectomy. Applied medical clip applier used; clip applier jammed-locked into place- and unable to be fired. No pt injury and device removed from field. Device to be removed from or stock.